Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on unknown specific dates reported as "within the past two days". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of one-link non-dehp microbore catheter extension sets leaked contrast dye at the connection between the set and the patient catheter. This was identified during patient use and during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.